Event description:
It was reported by a customer on (B)(4) 2011, the fiber forward fired at 52,479 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, it was observed that the fiber aim beam was firing straight and then all of a sudden it became end firing. There were no error messages that were displayed on the console when this event occurred. The patient did not experience any difficulties during this event. The user did not experience any injury from use of the system.